Manufacturer narrative:
The device is expected to be returned for analysis. This event will be updated and resubmitted upon return and completion of analysis. The device has been returned for analysis. Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that this device had reached elective replacement indicator (eri) and was explanted. Eri was reached due to a battery voltage of 2.47 volts. It was alleged eri had been reached prematurely. This device is part of the shortened replacement window product advisory originally communicated on april 5, 2007. No adverse patient effects were reported.